Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that while in use on a patient for treatment, there was a repeated co2 inhalation malfunction. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention was provided to the patient, nor a delay to therapy noted. The repair engineer evaluated the device and found that the malfunction was caused by damage to the air sensor. The investigation is ongoing.

Manufacturer narrative:
The customer declined service and repair. A third-party maintenance company confirmed that the air sensor is faulty. The air sensor was replaced, and the reported issue was resolved. The device passed the required performance verification tests per philips standards and was returned to service.